Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: observed in black box was eaw code 162 loss of prime warning with low non-zero force and zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration is within specifications. The force sensor pins were seated and solder connections intact. No evidence of cracked force sensor traces.